Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the attending provider contacted the local field team due to concerns regarding low device flow that appeared disproportionate to the patient¿s concurrent extracorporeal membrane oxygenation support. The field team consulted the clinical support center, and it was determined that the pump had likely ingested a blood clot at some point following insertion, resulting in reduced flow. The physician decided to keep the device in place to continue unloading the left ventricle while the patient remained on extracorporeal membrane oxygenation. Systemic anticoagulation was initiated to prevent additional thrombus ingestion by the pump.

Manufacturer narrative:
B5 and d4 updated.

Event description:
Additional information has been provided upon request: "1. The device was removed at bedside after being unable to advance back into ventricle. The patient was stable post removal. 2. The device is not available. 3. No other information to provide".

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product return. Anemia: the root cause of anemia issue cannot be determined due to product not returned and insufficient clinical details. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: no product return for analysis. Data logs reviewed: pump flows were confirmed to be below the expected range for p4 during the first 3 days of support. Once flows were increased to p5 on 5th day of support, flows were normal. Additionally, there were many position unknown alarms with low ps/mc pulsatility in the first few days of support, and the patient was noted to be on extracorporeal membrane oxygenation (ECMO). There were also several spikes in the purge pressure during the case. Both spikes in purge pressure resolved. Since ECMO was removed by 12/11 correlating with the resolving pump flow at p5 in the data logs, the root cause of low pump flow issue most likely was patient condition related.